Event description:
A customer reported to beckman coulter, inc. (Bec) that the immage 800 immunochemistry system, generated error codes, e59 and e60, on a pab (prealbumin) sample. Repeat testing on another immage instrument produced an acceptable result. The customer indicated quality control (qc) was within specifications both before and after the incident. The customer provided precision results which appeared acceptable. Bec field service engineer (fse) visited and found evidence of leaking. The fse replaced sample probe, sample mixer paddle, and sample syringe valve. The fse cleaned dried buffer from sample wash station and reagent buildup from cuvette wash probe. The fse also repositioned reaction cover, aligned sample probe, and performed precision runs on c3 (complement c3), c4 (complement c4), and hpt (haptoglobin). The cause of the event is unknown, but repairs have resolved the issue. The replaced parts could have impacted c3, c4, hpt, pab, and iga results, which may have been reported out of the laboratory. There was no report of death or injury attributed to this event, but it is unknown if there was change to patient treatment. Error codes: e59: high results, out of measuring range. E60: reaction error.